Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 63-year-old female in cardiac arrest was implanted with an impella cp device for mechanical circulatory support. During support, the device reported low flows. The pump was repositioned, but unable to obtain a flow greater than p5. It was further reported that there was oozing from the impella site, anticoagulation was stopped, and one unit of packed red blood cells was given. The patient remained on support for five days.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the low pump flow issues has been completed. The device was not returned for investigation. Based on the clinical information provided, the root cause of the low pump flow issue and access site bleeding issue cannot be determined since the complaint device not returned for investigation. No data logs available for time the issues occurred.